Event description:
New information received notes the issue was observed via remote transmission and the complaint was on the right ventricular (rv) lead only. No other issues were observed. No programming changes were made. The patient was to continue to be monitored remotely. The patient was stable.

Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that non-sustained right ventricular oversensing determined to be post sensed t wave oversensing was observed on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD).